Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410mg/dl at the time of incident. Customer blood glucose at time of call was 424 mg/dl. The customer treated high blood glucose with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. No further patient complication were reported .the insulin pump will not be return for analysis.